Manufacturer narrative:
Based on the information gathered, the cause of the post-operative complication cannot be determined. There is no indication or report that a da vinci product caused or contributed to the incident. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent a da vinci-assisted nipple sparing mastectomy procedure on (B)(6) 2023. The procedure was completed without any intra-operative complications and the patient was discharged on the same day without post-operative complications. There were no concerns for ongoing bleeding upon discharge. On post-operative day #8, the patient noted an acute change in the physical appearance of her left breast drain from serous to bloody drainage. The patient was instructed to apply compression, and a left breast hematoma was diagnosed. The patient was prescribed with oral tranexamic acid on (B)(6) 2024 by the plastic surgeon. The next day, there was no further left breast swelling and the drain output had transitioned to serosanguineous.